Manufacturer narrative:
Brief description of complaint: the surgeon noted that metal fragments were visible on the shaft of the drill when he removed it from the trial hole after drilling. In each of the three instances, the surgeon removed the metal fragments and the case continued without any issues. There was no harm to the patient. Analysis conclusion: the reported complaint was confirmed. The returned cr/cs 4r <(>&<)> 4l trials exhibited fragmentation to both inner trial holes. The returned femoral sizer exhibited fragmentation to the interior of one of the guide holes. The returned cutting block drill and the femoral lug drill exhibited nicks and deterioration along the edging. Additionally, the femoral lug drill exhibited minimal oxidation to the titanium nitride coating. Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During an ortho case, the surgeon reported that metal fragments were visible on the shaft of the drill when he removed it from the hole on the femoral component trials and femoral sizer. He reported this on three separate occurrences during the case. The surgeon immediately identified and removed the metal fragments. There was no patient harm.